Event description:
The customer obtained a non-reproducible, higher than expected vitros bhcg ii result from a single patient sample on a vitros 5600 integrated system. Patient vitros bhcg ii result= 20 miu/ml versus expected <2.39 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros bhcg result was reported outside of the laboratory; however, a corrected report was sent to the physician and no treatment was given, changed, or withheld. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on acceptable precision performance testing at the time of the event and on historical quality control data, no vitros bhcg ii reagent or vitros 5600 instrument issue were identified as contributing factors. Although it is unknown if the sample was centrifuged according to the collection device manufacturer¿s recommendations, improper pre-analytical sample processing is not a likely contributor to the event, as additional assays that are also susceptible to centrifugation process generated consistent results.